Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 36 fractured. Construction was a single crown on the implant. Bone loss caused by patient related periimplantitis is documented. Fracture was caused by mechanical overloading of the implant.

Event description:
Implant fracture.